Manufacturer narrative:
The reporter informed the company that the product can't be returned.

Event description:
Consumer called and stated that it had been four times that the tips of her oral-b toothbrush broke within approximately 1 month. No injury was reported.